Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample showed that the product was contaminated with blood and required disinfection prior to testing. Leak testing of the dialysate side was performed, and a leak was observed originating from a crack in the dialyzer header welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Additional review of the welding parameters was performed and the values for this lot were within specification. The reported condition was verified. The cause of the device damage was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an unspecified location of a polyflux 140h at the start of hemodialysis therapy. The device was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Date of event: 02/2025. Should additional relevant information become available, a supplemental report will be submitted.